Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer passed away due to cardiac arrest, congestive heart failure, renal failure, and diabetes. The customer was not wearing the insulin pump at time of death, and she was off the device three weeks before passing. The caller stated that they were given shots for the insulin, but they stopped for a comfort to her mother. The daughter stated that her mother did not eat anything for the last two days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.